Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert after a dog chewed the infusion tubing, with initial blood glucose noted at 221 mg/dl and later 164 mg/dl while using a steel infusion set. Symptoms included hyperglycemia. Outcomes included successful resolution after a full supply change and continued use without further issue at the time of the call. Investigation included remote troubleshooting, verification of drop formation through the infusion line, and guided supply change. Investigation of this case revealed an infusion delivery obstruction due to damaged external infusion tubing, consistent with an occlusion condition that resolved after replacing the affected infusion supplies. It was concluded, based on previously established findings for similar reports, that the cause was user environment damage to the infusion tubing leading to transient occlusion, resolved by supply replacement.